Manufacturer narrative:
Investigation results completed on a smiths medical cadd medfusion 3500 pump. Arrived with top case chipped and cracked. The event log did not reveal motor rate error, however it revealed check clutch error. Testing done to duplicate report and this was isolated to clutch problem. The event is believed to be caused by normal wear of device is over eleven years old. Action was taken to replace: replaced clutch half's left and right with leadscrew and spring. Device passed all testing and is used for veterinary use but in interchangeable and is used on humans.

Event description:
Information received a smith medical medfusion 3500 pump motor rate error- stops midway through infusion. This occurred during procedure but no patient injury as noted. Reported by veterinary emergency facility. This device is also used for humans. This would then make event reportable.